Event description:
It was reported that the tubing occluded around the filter and priming was impossible. The tubing set had to be changed. This was a recurring event. No patient was involved and the incident occurred during preparation.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device at a distance of 12? To 16? Under normal conditions of illumination found no damage, kinks, voids, or bad bonding in the component. The customer reported problem was confirmed as a leak was detected in the filter air vent during testing. Root cause of the reported event was addressed by a CAPA that found filter leakage is caused by silicon oil transferred from the syringes and/or vials into the medication reservoir during the filling process by the customer. Actions taken include additional instructions for use (IFU) verbiage to inform the customer of the products that should not be used when transferring fluid to the medication cassettes. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: e4: correction: initial reporter sent to FDA: unknown.